Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during infusion. There was still 50 ml of fentanyl in the syringe despite the pump running the whole day and night with no alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned for evaluation however a review of the event history log was performed. The review shows the user loaded a bd 50 ml syringe and resumed therapy at 1 ml/hr. The infusion ran uninterrupted for 1 hour and 10 minutes until downstream occlusion (dso) encountered. User cleared alarm, resumed infusion. The infusion ran uninterrupted for 1 hour and 10 minutes until dso encountered. User cleared alarm, resumed infusion. A total of 22 dso alarms were raised, at a frequency of 1 hour until 09-feb-2025 13:03 gmt. User reviewed ml given, seeing the 46.5 reported from the prior syringe, then unloaded the syringe without stopping the pump, setting a syringe misloaded alarm. Should additional relevant information become available, a supplemental report will be submitted.